Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of congestive heart failure and hypertension underwent an ablation procedure for atrial fibrillation. A few days after the procedure and the occurrence of cardiac tamponade, the patient experienced cardiogenic shock due to the combination of tamponade and worsening pre-existing heart failure. Hemopericardia was identified on echocardiogram. The event resulted in a prolongation of the existing hospitalization. The patient required placement of an intra-aortic balloon pump, administration of vasopressors, an inotropic agent, and intravenous solu-medrol. The patient recovered with sequelae.